Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient was admitted (B)(6),2010 with pain in the patient's left ankle, crunching, and significant deformity in that region. The patient underwent a screw removal from left heel with total ankle replacement of left ankle.